Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there was a low pump flows after initiating the pump. The pump was removed, and a clot was found entrained within the device's inlet. A new pump was placed.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the field rt log was reviewed and low pump flow with suction was confirmed upon activation of the pump. The returned pump was visually inspected, and no abnormalities were observed. The pump was run in a basin of water, the pump operated to specification, and the low pump flow was unable to be reproduced. The cause of the low pump flow was most likely ingested biomaterial due to high acts as reported by the clinical account. This report is being filed as part of a retrospective review of historical records.